Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced low, out of range (<200) pacing impedance measurements and over-sensed noise resulting in pacing inhibition from a competitor's right ventricular (rv) lead. The physician elected to surgically explant and replace the rv lead. Because the device only had approximately four years left, the physician also elected to explant and replace the device to resolve the event. The device is not expected to be returned. The patient was stable with no additional adverse consequences.